Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was inoperative. A field service engineer powered on the station and found the keyboard operating normally. However, the operating system failed to boot due to a corruption error. An attempt was made to repair the os, but it was unsuccessful. A replacement ssd was installed, and the system was reimaged. The technician tested the station's operation within the application and performed a data sync. A force patch was applied to install windows updates. Fse dialed in remotely to confirm that the updates had completed and user confirmed that the station was fully functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es keyboard was not responding. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.